Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found excess medical adhesive on the ring electrode which could have contributed to the reported complaint.

Event description:
It was reported that during implant the atrial lead exhibited high impedance. The lead was not used and replaced.